Manufacturer narrative:
Cause of complaint was traced to unintended use of device.

Event description:
A company representative emailed in reporting that the needles of item 831365, lots 64336c, 65976 and 69205 are not smoothly injecting. Syringes are being used with botox and dysport. Representative was educated on the intended use of the product.